Manufacturer narrative:
(B)(4). Insulin pump passed displacement and self tests. No pump errors occurred during testing; however, hardware low level failure alarm is confirmed in the formatted history file due to a hardware problem.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error. Customer was able to successfully clear the alarm and able to rewind the insulin pump. The customer was able to passed the self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.